Manufacturer narrative:
(B)(4). Evaluation results: history of atrial fibrillation, coronary artery disease, hypertension and cerebrovascular disease. Cerebrovascular accident, death, arrythmias, short term hemodynamic deterioration, ventricular fibrillation, mi. Device used 8 months post expiration date. Evaluation conclusions: history of atrial fibrillation, coronary artery disease, hypertension and cerebrovascular disease.

Event description:
It is reported that following the balloon dilatation, the patient has hemodynamic instability and was placed on a heart/lung machine when angiographic findings revealed a myocardial infarction (st elevation) due to occlusion of the right coronary artery (rca). The artery was recanalized with a driver rx bare metal stent. During recanalization, the patient experienced ventricular fibrillation and was successfully defibrillated. Three days post implant, the patient suffered an ischemic stroke with partial infarction in the left hemisphere. Patient was then supervised in the intensive care unit. It is reported that a cardiac death occurred the following day. Death was reported to be due to respiratory failure. Autopsy report is not available. Cine image review: procedural images show the deployment of the aortic valve followed by treatment of the proximal rca through a cell of the valve device. No images of the rca patency prior to the valve deployment were provided. Post valve deployment, occlusion of the rca can be confirmed on the images. The occlusion of the proximal rca appear to have been treated with ballooning and stenting of the vessel. Treatment resulted in full flow being restored to the vessel.